Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated using two different programmers. A magnet rate could be obtained. No further intervention or patient symptoms were reported. The patient would be monitored.